Manufacturer narrative:
The pod arrived fully deployed. No bends or kinks of the soft cannula were observed. No abnormalities were found in the pod data. No problem was found. Damage to the tip of the formed needle was observed when inspected under magnification. It had no impact on the reported event.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent. As treatment, a new pod was placed and activated.